Event description:
Erratic readings completed within 20 mins (93, 390, 335, 275, 267 & 308 mg/dl). Tests were performed on the arm. There was no report of death, serious injury or mistreatment. Please note that the customer complained of her lancing device not penetrating into her skin.